Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the internal battery was observed. The device's internal battery will be replaced to address the issue. Conclusions: the device was evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a power issue with a ventilator. The device was not in patient use.